Event description:
It was reported that the patient underwent laparoscopic-assisted colectomy on (B)(6) 2014 and a drain was implanted. Following placement, the drain would not suction. The patient condition is stable and there was no adverse patient consequence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection revealed a cut hole on the drain about 3 mm long, 6 cm above the black dot. The device could have been damaged during insertion or use. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.